Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Crosstalk was noted on a real time egm. Reprogramming was recommended. No further information is available.